Manufacturer narrative:
The device was returned and evaluated as part of the asset return process, and the lens was found to be chipped on the edge. Debris was also found on the optical lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The telescope "oes elite", 4 mm, 30°, hd, autoclavable device was returned as part of the asset return process. During routine inspection of the device by olympus, the lens was found to be chipped on the edge. There was no patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the chipped lens was due to excessive use. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.